Manufacturer narrative:
The reported event of device had pca overinfusion issue, was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿over infusion of fentanyl in pca " based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pca module over infused could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported that an overinfusion of fentanyl occurred with a pca module. Patient was bolused with fentanyl through pump. Rn later looked at the amount of fentanyl in the pump and the amount of fentanyl in the pump from last time stamp/bolus. The amount in the pump was 10cc less in a time period of 5 minutes. The charge nurse was notified. Fentanyl was stopped and the pump was cleared and locked. Pump was turned off. Tubing was red capped. Patient's vital signs were stable, and patient was attempting to sit up in bed. Physicians were notified. There were no new orders. Pharmacy was notified. One rn saw that fentanyl was still dripping into the syringe pump lock box, even though the pump was turned off. Rn called a third rn to observe. Third rn witnessed the syringe dripping/being pushed. Pharmacy was notified. Person from pharmacy came to bedside, and had the 2 rns waste the fentanyl, and took the pump. There were no adverse effects caused to the patient.

Manufacturer narrative:
Although requested, a4 was not provided.

Event description:
It was reported that an overinfusion of fentanyl occurred with a pca module. Patient was bolused with fentanyl through pump. Rn later looked at the amount of fentanyl in the pump and the amount of fentanyl in the pump from last time stamp/bolus. The amount in the pump was 10cc less in a time period of 5 minutes. The charge nurse was notified. Fentanyl was stopped and the pump was cleared and locked. Pump was turned off. Tubing was red capped. Patient's vital signs were stable, and patient was attempting to sit up in bed. Physicians were notified. There were no new orders. Pharmacy was notified. One rn saw that fentanyl was still dripping into the syringe pump lock box, even though the pump was turned off. Rn called a third rn to observe. Third rn witnessed the syringe dripping/being pushed. Pharmacy was notified. Person from pharmacy came to bedside, and had the 2 rns waste the fentanyl, and took the pump. There were no adverse effects caused to the patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an overinfusion of fentanyl occurred with a pca module. Although requested, no additional information was provided.